Manufacturer narrative:
This complaint and sample (if received) will be forwarded to our parent company in germany for their evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC started leaking from butterfly area after new dressing applied (piv started after PICC removal).

Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. The investigation summary is as follows: we received the catheter as faulty sample. The catheter was shortened at the 10 cm marking. The attempt to flush the catheter with water was unsuccessful; however, leakage was observed at the wing. Microscopic examination revealed a tear inside the catheter tube directly at the wing. The fracture surface was rough and uneven, and the edges of the tear showed stress whitening, indicating excessive tensile force and potential material degradation caused by alcohol-based disinfection. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Furthermore, the customer indicated in the pir that an alcohol-based disinfectant had been used, and that the catheter functioned without leakage for over 3 days. Based on this information, we do not believe the defect is related to manufacturing but rather to the conditions of use. A review of the component batch history records; no deviations were found. The batch complied with its specification and was released accordingly. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked as part of quality control process. Incoming goods inspections and two 100% visual tests after packaging are carried out. A two-year review of vygon USA's complaint data identified five (5) additional complaints related to leaking catheters from lot 23l008d. Three of these originated from this facility, while the remaining two were attributed to the application of excessive tensile force and the use of alcohol-based disinfectants, rather than a manufacturing defect. Corrective action: based on the findings, the observed damage is consistent with excessive tensile force and potential material degradation caused by alcohol-based disinfection. Additionally, the customer reported that the catheter functioned without leakage for over 3 days. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by vygon germany gmbh quality management.

Event description:
PICC started leaking from butterfly area after new dressing applied (piv started after PICC removal).